Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not being delivered from the cartridge. Customer¿s blood glucose level was "high", however, a specific bg value was not provided. Customer delivered a manual injection to address bg levels. A cartridge change was performed resolving the issue.